Event description:
Went to use heparin syringe to administer heparin, noticed large crack in syringe. [Date redacted] emailed [redacted]. [Date redacted] mailed to mfg [manufacturer] on fedex trk [tracking number] [redacted]. Manufacturer response for 1ml tb syringe, vanishpoint 1ml tb syringe (per site reporter). [Date redacted] emailed [redacted]. [Date redacted] mailed to mfg [manufacturer] on fedex trk [tracking number] [redacted].